Event description:
Review of the post market surveillance surveys, "mild debris noted from 4 in 1 block."

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown 5555-220x femoral kit. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.